Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced severe and permanent bodily injuries, including dyspareunia, difficulty urinating, severe pelvic pain, inflammation, and significant mental and physical pain and suffering. All other information, including the patient's current condition, is unknown and reportedly unavailable.